Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. On (B)(6) 2024 around 7:00am, the patient¿s wife tried to wake the patient up, but she was unable to. The patient was unconscious, therefore, the patent¿s wife immediately called emergency medical service (ems). Once ems arrived, the patient's bg meter was 24 mgdl while the patients cgm was providing an unspecified high reading. Ems provided the patient with a soluble glucose tablet and transported the patient to the emergency room (ER). At the ER, the patient was further treated with intravenous (IV) glucose to stabilize his bg levels. The patient was discharged home the same day. At the time of the report, the patient was in stable condition but was weak and regaining his energy. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.